Manufacturer narrative:
Explant date: (B)(6) 2014 additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description:linear st lead, 50cm. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient believed that the development of neuropathy was caused by the device. It was also reported that a physician confirmed that the development of neuropathy was due to the device. The patient underwent an explant procedure. No further information can be obtained by bsn.